Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown ras shell was reported. The event of loosening was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that a revision surgery was planed due to loose acetabular cup/pelvic discontinuity. Date of surgery was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: right side. Loose acetabular cup/pelvic discontinuity. Several hip replacements since she was about 20 years old. Most recently was a ras cup.